Event description:
Asr revision. Asr resurfacing - right hip. Reason for revision unknown. Update email (B)(6) 2012: revision date confirmed.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6) 2012, asr resurfacing - right hip, reason for revision unknown. Update from (B)(6) email (B)(6) 2012: revision date confirmed, hospital. Update: added product and amended dummy product. Received: (B)(6) 2012. Update- added reason for revision taken from claimsuite dated (B)(6) 2013. Reason(s) for revision: pain. Update- marked as legal and added kid number, added additional hospital, additional surgeon and amended surgery and revision dates taken from (B)(6) email dated (B)(6) 2014 (B)(4).

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4)reason for original complaint - asr revision to take place on (B)(6) 2012. Asr resurfacing - right hip. Reason for revision unknown. Update from (B)(6) email 29th may 2012: revision date confirmed, hospital. Update: added product and amended dummy product. Received: november 7th 2012. Update- added reason for revision taken from claimsuite dated 1st feb 2013. Reason(s) for revision: pain. Update- marked as legal and added kid number, added additional hospital, additional surgeon and amended surgery and revision dates taken from (B)(6) email dated 30th may 2014. Kid (B)(4). Update - amended implant date and added all expiry dates. Taken from claimsuite dated 27th april 2015 - (B)(4). Surgery date: (B)(6) 2009.